Event description:
Upon inflation of the balloon, a tight stenosis was noted that had not been seen before. The balloon was deflated and repositioned to another area and the exact same stenosis was observed. The balloon was then removed and inflated outside the body and examined finding a twist in the balloon. A dissection was caused by the twist. A new balloon was used to tack up the dissection.